Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and during functional testing. The root cause of the reported complaint was a defective processor board (pca), likely due to normal wear and tear. The autopulse platform was manufactured in december 2010 and is more than 11 years old, well beyond the expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. Review of the archive data showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Investigation revealed that the root cause was the defective processor board (pca), and it need to be replaced to remedy the fault. Further functional testing, unrelated to the reported complaint, the load cell characterization test was performed and verified that load cell module 2 was defective, and it need to be replaced to remedy the fault. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 9350, reported date on apr 09, 2012, the root cause was due to a defective processor board (pca).

Event description:
During training, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.